Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -4.5/2/88 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and exchanged for shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic torn and residue on lens surface. Claim #:(B)(4).

Manufacturer narrative:
Corrected data: device evaluation: visual inspection corrected to- "haptic torn and presence of residue on lens surface" in the supplemental MDR#1. Claim# (B)(4).